Manufacturer narrative:
Requests for additional information were completed but were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a system failure led to the replacement of this altrua pacemaker and an unknown lead. This pacemaker was abandoned. No additional adverse patient effects were reported.